Event description:
The customer was staggering and was incoherent at times. When a blood test was performed, the result was low, which meant less than 20 mg/dl. Customer was given glucose and orange juice, then driven to hospital by his wife. The amount of time between the pdc meter testing and arrival to the hospital was not provided. Once pt was at hospital, testing was done there and the results were 503mg/dl. Per the customer's wife, treatment provided was some sort of IV. A normal glucose reading for this customer is 150mg/dl, per his wife. Upon leaving the hospital, he was 379mg/dl. Below are his recorded meter results: 7 day average 222mg/dl, 14 day average 219mg/dl, 28 day average 195mg/dl, 183mg/dl 8:00am (B)(6), low 11:20am (B)(6), low 5:54am (B)(6), low 5:53am (B)(6), low 5:43am (B)(6). Customer's meter does not appear to be set up with correct date and time. Reference MFR report number: 3005862821-2013-00002.